Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, an opening on anterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis was performed which identified a striated opening and sharp opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening assessed as surgical damage consistent in the use of some surgical tool, and a sharp opening on valve bond edge assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.